Event description:
It was reported that during a generator replacement procedure, high impedance was observed upon initial interrogation. The generator was replaced and re-interrogated and the high impedance was still present. The surgeon spoke with a cyberonics rep, who was present at the time, and determined that the high impedance may be due to fibrosis. F/u with the cyberonics rep revealed that high impedance was observed prior to the generator replacement and after the new generator was implanted. During the procedure x-rays were reviewed by the rep and the surgeon, which did not indicate that there were any obvious lead breaks. The x-rays have not been returned to cyberonics for review. The surgeon is aware of our recommendation to leave the device off when high impedance is observed; however, the device was turned on. The explanted generator was returned to cyberonics for product analysis, which revealed that the generator was at normal end of service. No anomalies were noted. Available programming history was reviewed. The last available diagnostics test was performed on (B)(6) 2007; the impedance at that time was ok. Add'l f/u with the surgeon revealed that he continues to attribute the high impedance to fibrosis, and does not have any record of the high impedance prior to the day of surgery. Attempts for add'l info from the pt's neurologist have been unsuccessful to date. There are currently no plans for lead revision surgery, and there have been no reports of adverse events for the pt.